Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 1 of automated peritoneal dialysis therapy. Per initial report, the hp "left one clamp open". Baxter's tsc assisted the hp in ending therapy early. No patient injury or medical intervention was associated with the incident per the hp's nurse.